Manufacturer narrative:
International medical device regulators forum (imdrf) adverse event reporting (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 25-jan-2021 and inspection of the unit was performed under service order (B)(4) where the quality control inspector documented the following codes on 26-jan-2021: distal cap - fixed type failed epoxy seal integrity inspection, leak at biopsy channel (large/ primary) distal sid, distal cap/ case cracked, middle lcb distal cover glass glue is missing, failed wet leak test, suction tube resistance, failed dry leak test, segment screw loose at insertion tube, umbilical cable,mild crush. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector stay coil, operation channel, bending rubber, distal case/cap, suction channel lg, o-ring(0.5x1.3) imp-1. Model ed-3490tk, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2015. The endoscope is awaiting repair or approval by final qc as of 19-feb-2021.